Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2015-03666.

Event description:
It was reported that the customer experienced high blood glucose of 578 mg/dl and did not receive an alarm. She treated with insulin and her blood glucose went down to 81 mg/dl. The reservoir had not been placed correctly in the insulin pump. Customer declined troubleshooting for high blood glucose. Nothing further reported.